Manufacturer narrative:
It was reported that tight stricture, stent did not deploy despite multiple dilations(dilatation) prior to attempted placement. As a result of analysis of returned device, outer sheath was detached and stent was partially deployed. The kinked mark was commonly observed at the outer/inner sheath in front of the yellow marker. And deployment was tried without pressure, and it deployed well. It seems that stent attempted recapture, given that the gap between the yellow marker and the stent. Esophageal structure where stent implanted is the part with active peristalsis. It can be hard to deploy due to pressure generated depending on patient's lesion. It can cause deployment failure if deployment was tried by force in this situation since outer sheath can be stretched and detached. However, it is hard to identify the exact root cause because it is hard to recreate the situation at the time of procedure. Therefore, based on the commonly observed kinked mark, and deployment well under the none pressure, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure/curved sheath, in which was concentrated the force, and the strong resistance occurred and, it was leaved the kinked mark and, the outer sheath was detached in the end, so, it caused deployment failure. In addition, given that the gap between the yellow marker and the stent, it seems that the user has pulled hub(handle) because of its strong resistance. The company's user manual, 10. Procedure, [?] Stent deployment procedure, caution, specifies that do not push pull backward on the hub with the stent partially deployed. The hub must be securely immobilized. Inadvertent movement of the hub may cause misalignment of the stent and possible damage to the target or stricture. This complaint is assumed that it was malfunction due to pressed by patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
On (B)(6) 2018. Tight stricture, stent did not deploy despite multiple dilations(dilatation) prior to attempted placement.